Event description:
Pt admitted for a percutaneous nephrostolithotripsy with an ultrasonic lithotripsy with a nephrostomy tube insertion and possible secondary extracorporeal shock wave lithotripsy. After clearing blood clots, the renal stone was visualized. The ultrasound probe was used to clear the mid calix and well into the upper infundibulum. After they had completed the entire lithotripsy an add'l fluoroscopy was performed indicating there was still an anterior stone mass remaining. The drs directed the sheath to the lesion and reinserted the ultrasound probe and "the stone was eventually completely cleared." Toward the end of the procedure, the drs observed that the tip of the ultrasound was missing and could not identify its immediate location. Eventually the drill bit was found way up laterally in the subdiaphramatic area in an extra-renal position. The drs could not determine if there were any vital structures injured by the trajectory, although they were particularly concerned about the spleen, aorta, pancreas, and less likely, the stomach. The tip seemed fixed under the diaphragm. Drs are considering treating it like a lodged foreign body which requires no surgical extraction unless it is indeed deemed to be causing or potentially likely to cause any harm.the